Event description:
It was reported that a patient underwent a left tibial plateau comminuted fracture open reduction and steel plate internal fixation surgery (B)(6) 2025 and cosmetic suture was used on the incision. The doctor sutured the patient's sutures during the surgery, and the patient improved and was discharged without any abnormalities after the surgery. Two months after discharge, the patient had a 0.5cm incision in the middle section of the surgical area, and there were repeated bloody secretions oozing out of the surgical area. The doctor discovered the presence of sutures in the incision and considered suture rejection reactions. After removing the patient's suture, there were no further secretions oozing out. The patient was admitted to the emergency department on (B)(6) 2026 with "soft tissue infection and rupture on the inner side of the left calf" due to redness, swelling, hot pain, and purulent discharge for 5 days. Diagnosis: 1. Soft tissue infection and rupture on the inner side of the left calf; 2. Postoperative left proximal tibial internal fixation device. The patient also had mild bloody discharge from the surgical area. On (B)(6) 2026, a "debridement surgery for left calf skin and soft tissue infection+removal of left tibial plateau internal fixation device" was performed. During the surgery, the skin was cut open and severe suturing reaction was observed in the superficial fascia layer, with purulent discharge around all four suture heads. The doctor performed bacterial culture on the thread heads and secretions, but no bacterial growth was observed. During the surgery, the superficial fascia layer suture knot was thoroughly removed, and further exploration of the infected lesion did not affect the deep fascia layer and internal fixation. The deep fascia layer was further cut open to expose the internal fixation, and no abnormal discharge was found around the internal fixation. The postoperative patient's surgical incision was aligned and no significant abnormalities were observed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Were any pre-op cleansing procedures changed recently? If yes, please describe. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?